Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use(IFU), manufactures instructions, quality control, specifications, a functional test and a visual inspection of the returned device were conducted during the investigation. The functional test and visual inspection of the device noted that the sheath was received with the dilator fully inserted. A leak test was performed by occluding the sheath tubing using hemostats and injecting water through the sidearm with a syringe. Leakage was confirmed from the disc. Additionally, the device failure analysis was conducted. The proximal fittings were disassembled for further examination of the disc. The membrane was open with no tears or damage present. This open membrane was likely due to the device being returned with the dilator front-loaded through the check-flo valve of the sheath prior to device failure analysis. When sheath/dilator is in its original packaging, the dilator is not loaded into the sheath to protect the disc and thereby prevent leaking. Furthermore, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record (lot#8495361) showed no nonconforming events which could relate to this failure mode. However, the subassembly lot (lot#s177046) produced by a third-party manufacturer did note several nonconformances. These nonconformances include sheath endhole damage on five devices, and one nonconformance for white streaks in the flare. It should be noted there were no other reported complaints for this lot number (8495361). Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the flexor high-flex ansel guiding sheath experienced a leak during a stent implantation for a lower extremities procedure. Prior to the procedure the sheath was flushed and there was no issue detected. During insertion the physician advanced the device along the wire guide to the desired position of the right lower extremity when the leak was noticed. The patient lost "about 50ml" of blood between the user end of the sheath valve and the sheath catheter. The physician immediately changed to another of the same device and finished the procedure with no issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.